Event description:
The customer reported a pump alarm while the device functioned, specifically alarm 30 initially and then cartridge alarm 20 upon attempting to resume insulin therapy. No adverse impact on the customer's blood glucose level was observed, as it did not exceed 500 mg/dl. Technical support guided the customer through the process of loading a new cartridge, but the issue persisted. Consequently, technical support arranged for a pump replacement. Meanwhile, the customer planned to use multiple daily injections (mdi) to ensure uninterrupted insulin delivery.